Manufacturer narrative:
(B)(4). The mitraclip remained implanted on the mitral valve leaflets; therefore, an analysis of the device could not be performed. The analysis of this reported experience was an assessment of the manufacturing records and information provided by the reporter to abbott vascular. Potential causes for failure to adhere or bond to the leaflets are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot. A query of the electronic complaint handling database indicated there have been no other incidents reported for failure to adhere or bond for this lot. With respect to the patient condition, procedural conditions and/or user technique, the failure to adhere or bond may be influenced by the difficulties with visualization or morphology of the mitral valve. In this case, the patient had a challenging anatomy due to the flail and prolapsed posterior leaflet. It is possible that the clip sliding partially of the posterior leaflet was due to patient anatomy/conditions; however, this cannot be definitively confirmed. Based on the information reviewed, a definitive cause for the reported failure to adhere or bond to the leaflets cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures.

Event description:
This is being filed as one day post procedure, the implanted clip partially slid out of the posterior leaflet. The mitral regurgitation (mr) returned to the preprocedure grade and another mitraclip procedure was performed and is considered medical intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2014 to treat a flailing and prolapsing posterior leaflet. The anterior leaflet was tethered but it did not affect the clip grasping attempts. After three grasping attempts, the clip was positioned on both leaflets and the leaflet insertion assessment was performed using all imaging views (lvot, 4ch, ic and 3d) as well as reviewing the recording of the grasp; the transesophageal echocardiogram (tee) visualization was good. The leaflets seemed to be well inserted and the clip was stable. The clip was deployed and leaflet insertion assessment was repeated with the same result. The flail and prolapse were resolved and the degenerative mr grade was reduced from 4 to 1. One day post procedure, a tte showed the mr grade increased to 3-4 to 4. A tee showed that the clip had partially slid out of the posterior leaflet and the prolapse returned. No leaflet damage was observed. The physician did not have an opinion as to why the clip partially moved. On (B)(6) 2014, another echocardiogram showed the same results and the patient underwent a second mitraclip procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A clip was positioned laterally to the implanted clip in order to catch the prolapsing posterior leaflet and to stabilize the implanted clip. The leaflet insertion assessment showed the second clip was stable and the leaflet was well inserted. The first clip was also stable and still holding some of the posterior leaflet. The second clip was deployed reducing the mr grade to 2-3. Post procedure, the patient was stable and recovering. Twenty-four hours post procedure, the mr grade was stable and the leaflets were in place. No additional information was provided. The mitraclip implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.